Event description:
Hill-rom has received a report alleging that a pt believed the best may have contributed to an injury to her aorta where it split into three layers; however, the pt did not know if her belief was correct or not and her doctor did not tell her that the vest had contributed to the injury. Subsequent investigation revealed that her aorta was originally operated on years prior in (B)(6) 2008, and follow up with the clinical manager who spoke with the pt's doctor revealed that the doctor felt it was possible that the best may have been a contributing factor. The information from the clinical manager reasonably suggests that the vest may have contributed to the aorta injury. No device malfunction was alleged nor discovered through subsequent analysis.